Event description:
Complainant alleged that the clinicians were attempting to pace a pt's heart rhythm, with the ppm rate set at 70, and the ma rate set at 80. The clinicians reported that during the event they did not attempt to increase the ma rate beyond 80, or the ppm rate beyond 70. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.